Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the first device and the device would not open, it was not on tissue. The surgeon then used a second device and it would not feed properly. He then used a third device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop. The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first three firings the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws, the clips became malformed due to the advancer bypass. The remaining clips were fired as intended. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws, the clip became malformed due to the advancer bypass. The remaining clips were fired as intended. In addition, the device locked out as intended. No incident related to the reported event was observed during the batch record review. (B)(4), mfg date 5/27/2010; exp date 4/27/2015. Advancer bypass, malformed clip.